Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing on a laparoscopic procedure, the stapler was able to fire but the tissue could not be closed. They noted the there was poor staple formation. There was also an incomplete staple line. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Film and visual inspection noted the jaws of the loading unit were open. Further inspection of the cartridge noted protruding staples at the distal part of the cartridge. Visual inspection of the returned product noted that the loading unit was partially fired with the interlock engaged. Staple pushers were visible at the 1 cm cut line, the proximal staples pushers were partially flushed. Functionally, the loading unit was loaded into a post market vigilance instrument, the interlock was over ridden, and the loading unit was applied to test media. All remaining staples were placed, and test media was cleanly transected. A review of the device history record for the product indicates the following non-conformance's were noted regarding accounted printed labels and information booklets, which were not related to the reported condition. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.